Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that ¿when the tricut blade was used for ess (endoscopic sinus surgery), the blade broke as if it was being twisted. The procedure was continued using a back-up device, and completed without any delay or adverse effect.¿ it was confirmed that no fragments resulted from the break.